Event description:
A report was received from a foreign distributor reporting that three cases of endophthalmitis were detected three weeks following routine cataract surgery. The event occurred in a clinic.